Event description:
It was reported that the customer experienced a low blood glucose (bg) level displayed as "low"; however, a specific value was not provided. Cause was not known. Customer consumed carbohydrates to address bg. Customer alleged the control iq software did not function as intended, however, upon review it was found that the customer had the control iq feature turned off, and therefore the control iq feature was working as intended.